Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call she was hospitalized with diabetic ketoacidosis on 2013. The customer did not recall the date of the event. She stated that she was at a pool party and playing volleyball and was disconnecting and connecting to give corrections. The customer stated she believes the infusion set was bent. The customer started vomiting, blood glucose was high and she was taken to the emergency room and was admitted for about 3 days. Blood glucose value was over 600 mg/dl. Customer was unable to troubleshoot at the time. She stated she is currently off the insulin pump and would start using it again until the device is troubleshooted.